Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: 1912mcc1185.

Manufacturer narrative:
It was reported that the ventilator screen went blank during patient treatment. The ventilator was removed from the patient. No further information regarding this event has been received despite several requests. The complaint is closed due to lack of information.

Event description:
It was reported that the screen of the ventilator went blank during patient treatment. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).